Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced rotation not associated to low vaulting. The lens was repositioned and the problem was resolved.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).